Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-03262. All information can be found under manufacturer report number 1416980-2025-03262. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set with duo-vent spike was leaking from an unspecified location. The process step during which this occurred was unknown and it was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.